Event description:
It was reported that prior to an implant procedure that the insertable cardiac monitor (icm) was unable to be interrogated. On a different attempt, it appeared that the icm was able to be interrogated successfully and was implanted. It was then noted, that a different icm was interrogated and the implanted icm was unable to be interrogated. The physician elected to explant and replace the icm. There were no patient consequences.

Manufacturer narrative:
Type of investigation, investigation findings, and investigation conclusions codes updated for no product returned.